Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record for the reported lot could not be conducted because the part and lot numbers were not provided. The reported potential adverse events of myocardial infarction and thrombosis are listed in the absorb bioresorbable vascular scaffold system (bvss), instructions for use (IFU) as known adverse events associated with the use of a coronary scaffold. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot numbers were not provided. Article attachment: title: comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trialna. [(B)(4)].

Event description:
It was reported through a research article identifying an absorb scaffold that was implanted in the proximal circumflex and proximal right coronary artery. Pre-dilatation was performed with an unspecified 3x20mm balloon at 16 atmospheres (atms), and the 3.5x28mm absorb biodegradable scaffold was implanted at 16 atms. Post-dilatation was performed with an unspecified 4x20mm balloon at 12 atms. Pre-dilatation was performed again with an unspecified 3x12mm balloon at 14 atmospheres (atms), and another 3x23mm absorb biodegradable scaffold was implanted at 16 atms. Post-dilatation was performed again with an unspecified 3.5x40m balloon at 16 atms. The patient developed thrombosis and myocardial infarction (mi) 437 days later. Type of treatment was not specified. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trial."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.n - attachment: [article cn-030758.pdf]